Event description:
It was reported that (1) device was used during a video assisted thoracic surgery lobectomy. It was reported by the affiliate that the atg45, with a tr45g, would not staple the tissue but did cut. Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.